Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: graftmaster could not cross to treat the perforation, requiring surgical intervention (delay of procedure). Device issue: failure to cross. It was reported that during the procedure while dilating a lesion in the lad with a voyager balloon catheter, there was a perforation of the lad. An attempt was made to place a 3.0 x 19 mm graftmaster to cover the perforation. However, the graftmaster could not be advanced and the patient was sent to surgery for bypass of the vessel. Reportedly, the patient's surgery was completed successfully. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. It was reported that graftmaster was being used for the treatment of a perforation caused during the attempt to dilate the lesion with a voyager balloon catheter; however, the graftmaster was unable to cross and treat the perforation. The inability to advance to the perforation caused a delay in the treatment. The patient was then sent to surgery for bypass of the vessel. Since, the device was not returned for evaluation, it is not possible to determine a root cause.